Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an unspecified infection. The breach in aseptic technique was not further described. The patient was hospitalized for the event. The patient was treated with unspecified anti-inflammation drug(s) for the event. Pd therapy was withdrawn during treatment. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reported declined further follow up.